Event description:
A caller reported via webform that low readings were received on the adc device and after multiple false readings, a ¿replace sensor¿ error message was encountered. It was further reported that a finger prick glucose result of 600 mg/dl was obtained from an unspecified device and the customer had ketones. The customer was provided insulin (type/dose unknown) and a fruit snack for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.